Event description:
The complainant alleged that during a routine shift check by a clinician, the device intermittently powers on and off in cycles. The complainant indicated that there was no pt involvement in the reported malfunction.